Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day-post implant, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and intermittent loss of capture at maximum outputs. Surgical intervention was performed and the patient's device was explanted and replaced. During the explant procedure, oversensing of noise was observed. The physician did not notice any visible connection issues between the rv lead and the device. The rv lead continues to remain implanted and in service. No additional adverse patient effects were reported.